Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are ¿ deflation: observed broken on radius side assessed as surgical damage. ¿ valve leak and/ or damage: observed cracked valve seat diaphragm valve. Additional observations: ¿ no other observations observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a right side deflation, "hole on patch side", "hole in valve", and "leaking at the valve". Device has been explanted and replaced.

Event description:
Healthcare professional reported a right side deflation, "hole on patch side", "hole in valve", and "leaking at the valve". Device has been explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 03/06/2024.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: deflation.

Event description:
Healthcare professional reported a right side deflation, "hole on patch side", "hole in valve", and "leaking at the valve". Device has been explanted and replaced.